Event description:
Additional information was received that the system was replaced to resolve the event.

Event description:
Patient receiving a vibratory alert. Upon investigation, increased pacing impedance was observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. A lead revision procedure was performed, however the patient's subclavian vein was closed. The rv lead and system remains implanted and active. A future procedure is planned to implant a subcutaneous device. The patient was in stable condition.